Event description:
Reporter alleged obtaining a discrepant blood glucose value of hi (greater than 600 mg/dl) back to back with a result of 99 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter stated that at different time, another comparative test of 539 mg/dl was performed back to back with results of 142 mg/dl within 10 minutes on the same system. Reporter stated that the actual result in the memory was 570 mg/dl and not 539 mg/dl. Reporter indicated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated that he ate a few grapes sometime after the second set of back to back readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.